Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version on the tower. The fse reprogrammed the common computer controller (ccc) board to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the software converting to a non-clinical (golden image).

Event description:
It was reported that the customer contacted technical support after two system restarts to reported recurrent error 40097. The customer advised that no patient was involved and the event occurred during an internal boot up check. The technical support engineer (tse) reviewed the error logs and identified error 311 pointing to golden image running. As a result, the tse informed the customer that the system was usable as is and a service repair would be performed. The customer acknowledged the information and ended the call. There was no report of patient involvement or patient injury.